Manufacturer narrative:
Submit date: 11/29/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage on (B)(6) 2017, service found the unit had no buzzer.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of ¿unit had no buzzer¿. The unit was triaged and the customer¿s reported condition was confirmed. Service found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.